Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since the day before the call. Blood glucose level at the time of the incident was 700 mg/d. Blood glucose level at the time of the call was 257 mg/dl. The customer reported that insulin was not coming out of the tubing. Troubleshooting could not be completed as the customer did not have a tubing clamp available, but one was shipped. The insulin pump was not replaced or returned for analysis.